Event description:
It was reported that the procedure was treating a heavily tortuous and moderately calcified lesion in the mid left anterior descending coronary artery. During deployment of the 2.75x12mm xience pro, a dissection was observed. The dissection was treated with another device. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Intimal dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us.